Manufacturer narrative:
A system service check of the mark v provis injector, performed post incident, on (B)(6) 2014, confirmed the mark v provis injector was operating within bayer radiology specifications. There was no evidence of equipment malfunction. Multiple documented attempts have been made to gain specific information related to the reported event; however, these attempts have been unsuccessful. Based on the limited information, we are unable to determine the root cause of the alleged air injection. In the event additional information is obtained, a follow-up report will be submitted.

Event description:
Bayer radiology was notified of an alleged air injection that had occurred during an angiographic procedure while a patient was connected to the mark v provis injector.